Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that "the device battery is 11.6v, however it should have been 14.4 vdc and the battery does not transmit the voltage to the outside." There was no adverse patient impact reported.

Manufacturer narrative:
(B)(4)